Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported effective therapy was not able to be established with the high impedances, and the rep could not clarify the not feeling stimulation. Rep reported the cause of not feeling stimulation and high impedances were high impedance values of >40,000 on all 16 contacts. Patient has a lead revision planned, but the issue has not been resolved yet as the revision is not yet scheduled. Weight was unknown.

Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6) was returned for analysis. Analysis identified that all conductors were broken 22.4 cm from the distal end of the lead. Product ID 977a260 serial# (B)(6) was returned for analysis. Analysis identified that all conductors were broken 20.3 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt got "settings not available" in each of the groups when attempting to adjust therapy settings up since yesterday. Pt said their controller and implanted neurostimulator(ins) was fully charged. During the call, the pt entered groups a, b, and c and attempted to adjust therapy settings up, but got "settings not available." Group a program 1 was at intensity 1.6 and group b program 1 was at intensity 4.7. Pt said they had been able to adjust therapy settings up in the past. Patient services specialist could not ask hcp information because the pt disconnected the call. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. The pt reported that ¿last week (my stimulator) just stopped working¿. No external factors were reported. Impedance check showed high impedances on electrodes 0-7 and 10, 11. Reprogrammed avoiding these electrodes. It was unknown if the issue was resolved. Patient stated they were trying to increase the settings to increase the tingling to mask the pain. Patient stated if they don¿t increase settings they will feel pain. Patient stated it has been taken care of however has not made a noticeable difference. Patient stated trial worked better. Patient stated their back generates more pain than their legs which is why they asked for the adjustments in their stimulator. Patient stated as of this date their pain in their back has not been reduced to the same extent that the temporary device provided. Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient today. Rep reports the physician asked her to re-map the patient, as the patient is not getting good stimulation relief. Rep reports patient reported they have not felt any stimulation in a year, however rep states it is possible that the patient has not used their stimulation in a year either. Rep states that when she went to check the patient, all impedances were above 40,000 ohms. Rep states that in the patient's notes it stated, one lead was previously "out" with high impedances. Rep states patient denies any traumas. Rep also reports she checked all reference electrodes and all lead connections, which are in red. Rep reports she plans to speak with the patient's physician about this.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.